Event description:
It was reported that occlusion alarms occurred. Blood glucose level was reported as "high," with specific values unknown, indicating an adverse impact. To address the high blood glucose level, the customer administered a correction bolus via the pump and did not require third-party assistance. Reportedly, the customer would use back up pump for insulin therapy.